Manufacturer narrative:
Correction to initial MDR: this report should not have been submitted as this was not a reportable event.

Event description:
A report was received that the patient had pain and was falling few times. It was also reported that the patient had most discomfort at the shoulder. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had pain and was falling few times. It was also reported that the patient had most discomfort at the shoulder. The patient will undergo an explant procedure.